Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets would not prime. It was further reported that the sets would not collect fluid into the drip chamber when the chamber was squeezed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. The other two samples were not received for evaluation; therefore, device analyses could not be completed. Visual inspection on the sample did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to specifications. Functional tests were performed which included an under water pressure test and a clear passage test with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.